Event description:
It was reported by the rep that (1) er320 had malformed clips on three clips (which were the first three clips). The case was completed with the same service. There was no consequence to pt.